Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted into the hospital. Interrogation revealed that the implantable cardioverter defibrillator exhibited far r-wave oversensing and inappropriate automatic mode switch episodes. Programming changes were made to the device. The patient was stable.